Event description:
Additional information received reported the patient¿s device was removed on (B)(6) 2014. The reason the device was removed was due to it malfunctioning; it was shocking the patient uncontrollably and they were unable to swim, walk or lift their arms above their head. The shocking continued even when the device was off and that it had ¿burned some of the tissue in their back¿. The shocking was from the patient¿s lower back to their spine area but not in their legs. The patient noted only their implantable neurostimulator (ins) was removed and the leads were still implanted. Since the device was removed the shocking had stopped but the patient was reporting they now are having a ¿nerve reaction¿ and their left leg is jumping due to the nerve reaction.

Event description:
It was reported the patient¿s device was shocking the patient when the stimulator was off. It was reported the patient felt shocking when they lifted their arms above their head or when lying down. It was noted the shocking started after the stimulator was moved to the patient¿s buttock area from the mid rib area. It was reported the patient¿s therapy was working great until the shocking started.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's stimulator started burning them inside their back in (B)(6) of the year prior to the report. Their device had also shocked them for a year prior to the explant. The patient did not have their leads removed because the leads were against the patient's spine. The patient noted that they would not be able to go through airports and metal detectors because the leads would set off the medical detectors.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4)

Manufacturer narrative:
Supplemental submitted for additional information received and for the addition of patient codes (B)(4).